Event description:
In an attempt to treat restenosis of a stent implanted approximately 8-9 months previous, the stent would not cross and subsequently dislodged. A snare device was used in an attempt to retrieve the dislodged stent, however, the snare device could then not be removed from the patient. It is believed that the dislodged stent was caught on the restenosed stent, and in turn, the snare device was caught as well. The patient as then taken to surgery and the snare device and the dislodged stent were removed and the vessel was bypassed.